Event description:
It was reported to medtronic neurosurgery that on (B)(6), 2014 a patient came in for a revision surgery on their bioglide peritoneal catheteroneal because the catheter had broke and csf was pooling within the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product was not returned. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as a lot number was not provided. (B)(4)